Event description:
It was reported that during a routine follow up visit, the patient requested more coverage on their left side from their implantable neurostimulator (ins). When impedances were checked, electrodes #4-7 measured >10,000 ohms. It was reported that reprogramming/adjustments were made to electrodes #0-3 and the patient was able to get bilateral coverage. It was noted that there were no patient symptoms or complications were reported that were associated with the event. The patient status was noted as ¿alive ¿ no injury¿ and was that they were doing fine at the time of report. No further actions were necessary at the time of report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 389033, lot# j0519572v, implanted: (B)(6) 2005, product type lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 389033, lot# j0519572v, implanted: (B)(6) 2005, product type lead; product ID 748925, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 389033, lot# j0519572v, implanted: (B)(6) 2005, product type lead. (B)(4).